Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead delivered inappropriate shock therapy due to signal over sensing. The rv lead was surgically abandoned, and a new rv lead was implanted. The ICD remains in service at this time. No additional adverse patient effects were reported.